Event description:
An infusion pump with unknown problem of battery. During service by baxter, failure code 570:320:831:0000 was found whether or not this event occurred during patient use. According to the hospital representatives there was no patient injury or medical intervention reported.